Event description:
Three concerto detachable coils would not advance in the microcatheter. They are supposed to advance smoothly and deploy. The reason three were opened was the request of the physicians who were trying to embolize. Not sure the reasoning but none were successful. The three lot numbers involved are a551401, a225811, and a593437.